Manufacturer narrative:
Reported event mps reported screw from calibration end effector sheared off and cold-welded with j6 baseplate screwhole. Patient was not under anesthesia. Surgery completed robotically. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: swapped front and back j1 cpci cards with no change in reported problem. Replaced j1 motor. Completed all required post repair testing. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1505 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1505 shows 0 additional complaints related to the failure in this investigation. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : not available.

Event description:
Case number: (B)(4): mps reported j2 is making a loud noise, arm is vibrating in 90/90 position, and j1 feels rigid. Patient was not under anesthesia. Surgery completed robotically.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported j2 is making a loud noise, arm is vibrating in 90/90 position, and j1 feels rigid. Patient was not under anesthesia. Surgery completed robotically.